Manufacturer narrative:
Product was received for evaluation: DHR - product code ns9008 with lot 144921, conformed to the specifications when released to stock on the 20th july 2017. - serial number :(B)(6) manufacturing date: 06/28/2017 expiration date: 05/31/2022 failure analysis - the valve was visually inspected: no defects noted. The valve passed the test for programming, occlusion, leaks, siphon guard. The valve failed the test for pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the spring pillar, on the ruby ball on the seat of ruby ball and on the base plate. No root cause could be determined for the issue reported by the customer, as the technician was unable to confirm the problem reported by the customer. The root cause for the pressure issue noted during investigation is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, the biological debris was not letting the ruby ball sit correctly. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted via l-p shunt. An implant date and initial setting was unknown. Valve obstruction was suspected, and blood was observed in the valve; therefore, it was replaced with a new valve.